Event description:
It was reported that the system lost motorized movement capability. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Further repair information is not available. The system operates as intended.